Manufacturer narrative:
The insulin pump was received with high idle current due to open traces on lcd driver on lcd board. No unexpected check settings alarm, failed battery test alarm, battery out limit alarm or reset time and date noted during testing. The insulin pump had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a battery out limit alarm, check settings alarm and bad battery alarm. The customer reported that they had to reset time and date. The customer's blood glucose was 84 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.